Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2: pro glide (part#: 12673-03, lot#: 70049-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: suture break (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. No additional information was provided.